Event description:
It was reported that during a cholecystectomy procedure, the blade was broken off outside of the pt's body. The blade was retrieved. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.